Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0mp86, implanted: (B)(6) 2014, product type: lead. Product ID 3093-28, lot# va0mp86, implanted: (B)(6) 2014, product type: lead. Product ID 3093-28, lot# va0mp86, implanted: (B)(6) 2014, product type: lead. Product ID 3093-28, lot# va0mp86, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported on 2015-08-04 that the patient was having problems with their device. Additional information received from the consumer reported on 2015-09-11 that the implant never worked for her properly. The health care professional (hcp) wanted to remove the device. The two trials worked. She had a wound that did not heal up with the short cut and she had to go back into surgery for the health care professional (hcp) to fix it. There were four leads implanted and only two worked. The two did not work that good. She went to the emergency room about six weeks ago because she felt sick and she thought she had an infection. The emergency room hcp looked at the wound and said there was a stitch on the wound that needed to come out in order for the wound to heal. The hcp cut the stitch out but it was not the stitch, it was the main wire from the implant. The hcp cut it and pulled it out. This was in (B)(6) of 2015. The patient had four surgeries with the trial and the implant. She was still not getting relief. It bothered the patient that she went through four surgeries, pain, and aggravation and she was still peeing her pants worse than before. The hcp wanted to remove the device. She saw another hcp that was not trained in the therapy. She met with a manufacturer representative (rep) for five minutes. The implant was moving inside of her body. This was in (B)(6) of 2015. The hcp gave her antibiotics due to the infection. Month ago, she went back to the hcp for the antibiotic and the hcp said they did not have an infection because her blood was coming back normal. The patient had pain and knots on the backside. She had to take her hand to hold her butt up to keep it from tearing the scar. The hcp was not helping. She wanted to know why the hcp wanted to remove the device. The patient was taking hydrocodone and was not getting relief from the pain. The patient thought the reason the device did not work was the hcp. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.